Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04668. It was reported that st elevation occurred. A left atrial appendage (laa) closure procedure was performed. A 21mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. A minute after the closure device was deployed they noticed that thrombus formed on the face of device with the core wire. They tried to aspirate the thrombus but they could not aspirate the thrombus back into the sheath, so they pulled the entire system out. While the patient was under anesthesia, they experienced some st elevation that resolved on its own. They confirmed they clot did not break up or enter the coronary. The patient had a computed tomography (CT) to access the brain and an angiogram to access the coronaries. The clot was removed and everything was pulled out of the patient. The patient activated clotting time (act) was in range (220) and they were administered heparin. It was noted that the patient may have been intolerant to heparin and it may not work as well on them. The patient¿s current status is fine.